Event description:
It was reported the catheter balloon got stuck in the hub of a 5fr introducer sheath. The catheter was removed with the balloon material inside the introducer sheath. No further complications were reported.